Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 50 mmol/l. The customer reported hypoglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1886. The customer believes the pump is over delivering. No further patient complications were reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08745 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 01-oct-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 01-oct-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 53750 (5.375 u) and dailytotalofbolusinsulindelivered = 145250 (14.525 u) which is equal to the dailytotalofallinsulindelivered = 199000 (19.9 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 01-oct-2024, these pump error(s)/alarm(s) were noted: low battery alert was found on: 09/25/2024 03:32:00.000, 10/01/2024 06:52:00.000. Insert battery alarm was found on: 09/25/2024 07:26:49.000, 09/25/2024 07:26:51.000, 10/01/2024 16:47:57.000. Failed battery alert/battery failed alarm was found on: 09/25/2024 07:26:50.000. Replace battery alert was found on: 10/01/2024 16:23:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 29-sep-2024. There was no power data available for the date of 25-sep-2024. Unable to check power data for failed battery alert/battery failed alarm. Upon checking on the power data/detail trace file, low battery alert and replace battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert, failed battery alert/battery failed alarm and replace battery alert noted during testing. Lostsensor1alert (780) was found on: 09/30/2024 10:31:00.000. Lostsensor2alert (781) was found on: 09/30/2024 10:51:00.000. Sgcalibrationerror (776) was found on: 09/26/2024 21:46:58.000. Sensorexpiredalert (794) was found on: 09/30/2024 09:28:10.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.94 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.